Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2025 and barbed suture was used. The patient back was taken back to surgery because the vaginal cuff did not hold with the suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the suture use stratafix symmetric or stratafix spiral? For stratafix symmetric suture: when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? For stratafix spiral suture: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the vaginal cuff dehis? If not, please explain what happened. Please describe the appearance of the suture during the second procedure. - did the suture break post-op? If so, where was the break noted (termination, middle, end)? - did the suture not engage into tissue post op? - did the suture pull through the tissue? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a, b2, d1, d4, g4 additional g1 manufacturing site corrected h6 health effect codes. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: product name: stratafix spiral pds, size 0, 12¿, CT-1 product code: sxpp1b450 lot number: unknown. What is the surgeon¿s experience with this stratafix suture? She has been trying this since (B)(6) 2025 when we had a conversion at the hospital from vloc, competitive suture please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. N/a, the diagnosis and indication for the index surgical procedure? Laparoscopic hysterectomy. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Lap. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the suture use stratafix symmetric or stratafix spiral? Spiral for stratafix symmetric suture: when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? For stratafix spiral suture: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes was at least one reverse stitch performed prior to closure? Yes did the vaginal cuff dehis? If not, please explain what happened. Please describe the appearance of the suture during the second procedure. Did the suture break post-op? If so, where was the break noted (termination, middle, end)? Did the suture not engage into tissue post op? Did the suture pull through the tissue? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) this occurred within a few hours post op when she was still in pacu. How was the dehiscence managed? Reoperated and closed vaginally and gave blood transfusion. Please describe any surgical intervention required for the wound dehiscence including date and findings. (B)(6) ¿ reoperated same day did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Same day ¿ lost upward of 500 mls of blood and required reoperating and blood transfusion. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Sxpp1b450 will product be returned? If so, please provide the return date and tracking information. Not available for return.